Event description:
A peritoneal dialysis (pd) nurse reported pt developed symptoms of peritonitis on (B)(6) 2014. On (B)(6) 2014 a positive culture confirmed peritonitis. The pt was prescribed antibiotic vancomycin ip daily for three weeks. The pd nurse stated the pt was currently in good health and finishing the prescribed antibiotic course.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Medical records were provided and have been reviewed by a post market clinician staff and physician. Pt is a (B)(6) female with esrd on pd therapy developed peritonitis. A review of the complaint database did not reveal a history of a recent fluid leak. The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 2937457-2014-00427 and 1713747-2014-99925.